Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation approximately 0.66m x 2.45mm in size, and the internal conductor wires were exposed. Signs of thermal damage was observed. Although, the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found thermal damage to the yaw pulley that potentially contributed to the damaged insulation of the conductor wire. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) cable was broken. The procedure was completed with no reported injury.